Event description:
The hospital reported that during the coronary artery bypass graft surgery, the first seal unraveled. After the second seal was deployed into the aorta, the surgeon noticed that the seal had begun to unravel from the distal end and the tether "suture" was cutting into one side of the aorta. The surgeon completed the anastomosis and removed the seal. A cross clamp was then applied and two sutures were required to repair the tear. No additional patient complications were reported.